Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastroscope insulation test failed, and the distal end was found to be burnt. The issue was found during service inspection. There was no report of patient involvement.

Event description:
No additional information provided by customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The investigation was performed based on the provided information by the customer and regional repair center. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes such as due to the burned c-cover, insulation resistance value at distal end does not meet the standard value. In addition, the following reportable malfunctions were identified during the device evaluation: no additional findings. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.